Event description:
It is reported that a customer was hospitalized (B)(6) 2015 for a low blood glucose level of 27 mg/dl. The customer called to report a sensor issue and mentioned that they were hospitalized for low blood glucose. The customer turned off their sensor feature and stated that they will monitor their insulin pump. The customer's charger was replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.